Event description:
The customer reported approximately one milliliter of clear fluid leaked behind the blood sampling valve (bsv) and onto the floor while troubleshooting a differential vote-out issue involving the coulter lh 780 hematology analyzer. The operator discovered one of the tubes had disconnected from a differential shear valve and reconnected the tubing to resolve the fluid leak. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and there was no patient consequence. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) did not observe any fluid leaks as the customer had resolved the issue prior to service. The fse replaced the erythrolyses pump and associated 3-way solenoid valve to resolve the differential vote-out issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).